Event description:
User/voluntary medwatch #: (B)(4). It was reported that post a stenting treatment procedure, thrombosis occurred. The patient presented due to a myocardial infarction and was treated with placement of a 3.0x20mm veriflex stent in the proximal left circumflex artery (lcx). (B)(6) - 2010: the patient presented due to an st elevation myocardial infarction (stemi). Cardiac catheterization revealed subacute thrombosis of the previously placed stent. Treatment consisted of angioplasty and thrombectomy. Again, on an unknown date in 2010, the patient presented due to a non-stemi. The patient reported that he had stopped taking effient 1-2 weeks prior to this admission. Cardiac catheterization revealed a totally occluded proximal lcx at the site of the previously placed stent. Thrombectomy was performed removing a large amount of clot. A 3.0x15mm nc quantum apex balloon was inflated 4 times and flow remarkedly improved with 50% residual stenosis. It was decided that due to the patient's 3 previous myocardial infarctions and non-compliance with medications resulting in thrombosis, bypass surgery was the best option. The patient went to surgery later that same day. "Rest of admission uneventful, discharged 2010".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).